Event description:
It was reported that after printed circuit board replacement, the ventilator generated multiple technical errors including an internal memory error. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
It was reported that after printed circuit board replacement, the ventilator generated multiple technical errors including an internal memory error. There was no patient involvement. According to our field service engineer (fse), the reported servo-u was initially reported to not display information. During troubleshooting, when the monitor printed circuit board (pcb) was replaced, several technical errors were generated. The base unit servo-u and the monitor pcb was returned for investigation. The circumstances around the pcb replacement and initial testing performed at the customer's site are not known. The evaluation of received device logs confirmed generated technical errors and suggested that the ventilator had lost information about its product type. The returned monitor pcb was tested without errors. A pre-use check followed by two hours of simulated test ventilation and another pre-use check passed without any deficiency noted. When testing the returned servo-u base unit, the customers fault description could be reproduced. The unit generated several of the reported technical errors when switched on. After a reconfiguration of sw options data, the unit passed several pre-use checks and a few hours of simulated use test ventilation passed successfully. The conclusion in this matter is that the reported technical errors generated by the returned servo-u base unit could be reproduced. After a reconfiguration of sw options data, the unit worked again without issues. A hypothesis is that the monitor and control pcb had been replaced at the same time. Then the ventilator will not know/remember its previous settings, leading to the reported errors, but this cannot be confirmed. The returned monitor pcb worked without issues during the investigation.